Event description:
Procedure type: tep. According to the reporter: when trying to inflate the balloon inside the pt, surgeon noticed that air doesn't stay in the balloon. He changed the first device to another, but the problem did not vanish, procedure could be performed but balloon had to be pumped continuously during the 2-3 minute dissection time.

Manufacturer narrative:
(B)(4).